Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: investigation flow: visual. Visual inspection: the large hexagonal screwdriver (p/n 314.27 lot unk) was received showing the hex distal driver tip stripped and rounded and discolored and worn phenolic le grade handle. The discolored handle and stripped driver tip are potential end of life indicators for the instrument from normal wear and reprocessing over the part¿s lifetime. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the large hexagonal screwdriver got stuck into the screw heads while fixing a humeral shaft fracture with a narrow locking compression plate (lcp) plate. This was due to wear and tear on the screwdriver shaft due to frequent use of the set. Another screwdriver was used to complete the procedure. There was no surgical delay. The procedure was successfully completed. There was no patient harm. Concomitant device reported: unknown cortex screw (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).